Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the (B)(6) reported a false susceptible oxacillin result (and negative cefoxitin screen, (B)(6)) for a staphylococcus patient isolate in association with the vitek 2 ast-p635 test kit. The patient later expired of toxic shock. David (B)(6) stated that when the patient isolate was first tested, the oxacillin mic=1 (susceptible), and the phenotype proposed was a choice between acq pase (acquired penicillinase) and mod-pbp (meca); therefore the laboratory personnel were alerted to the possibility of (B)(6), but chose to perform no confirmatory/alternative testing, and reported it as (B)(6) to the treating physician. The patient isolate was sent to a reference lab (B)(6) for confirmatory testing. The result of pcr testing returned as (B)(6); therefore (B)(6). Upon receipt of the (B)(6) result from the reference lab, the customer re-streaked the patient isolate onto (B)(4) media, repeated vitek 2 ast-p635 testing, and obtained an oxacillin mic of 0.5. The customer also performed bsac cefoxitin 10 disc and obtained a reduced zone of 19mm (resistant). (B)(6) stated all blood cultures are plated onto chba, choc and cled (none of which are validated for use with the vitek 2 system). The consultant microbiologist confirmed the vitek 2 ast-p635 test kit result did not affect the patient outcome. Culture submittals have been requested by biomerieux for internal investigation. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
Biomérieux internal investigation was conducted. The investigation testing included: organism identification testing via vitek® 2 gp ID card confirmed staphylococcus aureus. Vitek® 2 ast- p635 cards (customer lot and random lot) provided a result of oxacillin mic =0.5 mg/l (susceptible) and oxsf negative. The customer result was duplicated. Agar dilution (ad), the reference method used for oxacillin development, obtained mic = 0.5mg/l (susceptible). Etest® oxacillin provided a result of 1 mg/l (susceptible). Pcr meca obtained positive result for gene meca ((B)(6) strain confirmed). Cefoxitin kirby bauer (kb), the reference method used for cefoxitin screen test on vitek® 2 ast card, obtained a diameter of 18mm (resistant). Chromid tm mrsa smart agar: growth of pink colonies, characteristic of (B)(6) strain. The vitek® 2 result for oxacillin mic is in essential agreement with the reference method (agar dilution) - no category error. Vitek® 2 cefoxitin screen test is discrepant as compared to diffusion test ((B)(6) result on vitek® 2 compared to kirby bauer). The investigation concluded that the patient isolate is an atypical strain for vitek® 2 system phenotypic ast testing method, which is colorimetric and measures organism growth behavior. Genetic measurement techniques (pcr) and non-automated methods such as kirby-bauer disk diffusion and chromid tm chromogenic media are more conducive to testing certain slower-growth organisms. The vitek® 2 ast- p635 card is performing in accordance with specifications and is in agreement with the reference method (agar dilution) for the development of oxacillin.